Event description:
It was reported that the lead contacts appeared misaligned or bent and a different product was used. It was noted that the lead was opened, observed, determined not to be usable, and never came into contact with a patient. No diagnostic testing or troubleshooting was performed.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.